Event description:
During a laparoscopic roux-en-y procedure, the blade broke in half and fell into the pt cavity. The piece was retrieved with graspers. Another like device was used to complete the procedure. There was no pt consequence.